Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/12/2020. An investigation was conducted on 06/10/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The loading device and delivery device were returned. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal was observed hanging outside the delivery tube with the tension spring assembly inside the delivery tube. No crack/delamination of the seal was observed. The seal and tension spring assembly was removed from the delivery device. No visual defects were observed on the tension spring assembly. The following measurements were taken; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .214 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specification. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported, however the analyzed failure "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was defective when they got it out of the box. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was defective when they got it out of the box. No patient involvement.